Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During treatment on a prismaflex machine, multiple access extremely negative alarms were issued. The device therapy type was continuous veno-venous hemodiafiltration (cvvhdf). While troubleshooting the alarms, the customer was able to return the blood in the circuit once. However, two other times it was not possible to return the blood, as the circuit was clotting off, causing the patient to lose two circuits of blood. The issue was resolved by decreasing the blood flow rate, and increasing the blood flow rate after several minutes to stabilize the access pressure. There was no patient injury or medical intervention associated with this event. No additional information is available.